Event description:
This lead was explanted and replaced due to undersensing and loss of capture which was caused by dislodgement. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.